Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient said they charged their implant to 100%, but at 1:30 this morning their legs and back were hurting, and they realized their therapy turned off. Agent had patient press the stimulation on/off button on the top of the controller, but patient said nothing came up on the screen (agent later understood patient wasn't using correct button, because they were able to use button correctly at end of call). Agent had patient turn stimulation back on through their program (b-1), but they said they still didn't feel stim coming on. Patient checked the intensity, which was at 0, so agent walked patient through increasing the intensity to a comfortable level; patient turned back up to 18.8 and said they felt it again. The troubleshooting steps that were taken on the call resolved the issue. Agent advised patient monitor issue and follow-up with their healthcare provider if they find the stimulation turns itself down to 0 again.